Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) occurred on (B)(6) 2019 while the physician was performing a trial and procedure was subsequently aborted. The patient did not experience any symptoms.